Event description:
It was later reported that the patient was in the intensive care unit (ICU). A manufacturer representative was asked to assist with a pump adjustment. However, they were unable to do this since there was no trained physician or nurse on site. It was noted that the patient was not in an overdose situation at that time and the ICU nurse was to contact the physician the following day. The morphine dose was 0.698mg.

Event description:
It was reported that a change in therapy effect occurred. An overdose was reported. A ¿few weeks ago¿ the health care provider (hcp) saw the patient for a refill and she was reportedly drowsy so the hcp lowered the dose from 2.4 to 0.6mg/day. It was noted the patient had been at that dose for ¿a long time¿ and that the patient was terminal and on hospice care. The hcp removed the drug out of the reservoir on the day of this report and was filling the device with saline. The hcp was also giving the patient narcan as she was still drowsy even at the lower rate. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).